Manufacturer narrative:
(B)(4). Methods: (films). Results and conclusions: (cause is unknown).

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure, while deploying the aui device, the physician realized that the screw gear was broken. This resulted in deployment difficulty; however, the stent graft was successfully deployed. This did not result in any injury to the patient. There was no visible damage to the packaging, and nothing unusual was noticed during device preparation. The device was returned and analyzed. The complaint was confirmed; the delivery system was broken in the region of the thumbwheel threads. The root cause could not be conclusively determined during analysis; however, damage during shipment/handling may have contributed. A review of returned angiogram images at implant revealed that the aui was delivered up the left side, and deployed just below the renal arteries. The distal end of the aui was in the aaa sac. Images showed that the tip had been recaptured and the delivery system was removed from the patient. The reported deployment difficulties could not be confirmed; images during stent graft release, recapture and removal were not seen in the films. An iliac extension was then placed and a fem-fem bypass was seen. No stent graft issues were observed.